Event description:
The customer stated that, she tested her blood glucose using her contour meter and another contour meter. The customer's contour read 490 mg/dl, while the other contour read 123 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.